Event description:
It was reported that a cartridge did not fit onto the pump. Customer went to the emergency room (ER) with a blood glucose (bg) level of 600 - 650 mg/dl. Customer was treated with intravenous fluids of saline and insulin. Customer was released from ER the next day. Health care provider (hcp) assisted the customer by reverting to an alternate method of insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.